Event description:
It was reported a pericardial effusion (pe) was noted. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. It was a challenging septum to cannulate. The versacross wire was seen tenting septum, however once the sheath was brought up, tenting was lost. After 18 minutes of attempting, the wire was seen across. The wire was located in the left atrium hovering over aortic valve. The implanter was made aware; several effusion scans did not note any changes. The physician continued with procedure. The patient blood pressure was declining. The scan for pericardial effusion (pe) was negative, so the procedure continued. When the non-boston scientific pigtail catheter was being inserted into left atrial appendage (laa), there was a change in the anatomy of laa and effusion was noted in transverse sinus. The patient was tapped, stabilized and watchman device was implanted. Some more blood was withdrawn; patient was transferred to intensive care unit for observation, remained stable and was discharged 48 hours after. The device is not expected to be returned for analysis (disposed). No rf application, wire went through, wire tented, but watchman sheath did not. Partial dose of heparin was given prior to transseptal, remainder after transseptal, act reading after tsp was 327. No malfunctions were reported. In the physician's opinion, the versacross devices did not contributed for the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire will be submitted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.